Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2012, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 20-sep-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative, from a consumer, and from a patient who was receiving morphine (unknown, 30 mg/ml, 8.67 mg/day) via intrathecal drug delivery pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that a hcp was seeing the patient on (B)(6) 2018; upon interrogation the pump read pump motor stall. The hcp called the rep, who asked him to read the logs. Pump logs showed that a motor stall occurred (B)(6) 2018 at 23:30, (B)(6) 2018 at 17:31, (B)(6) 2018 at 17:45, and continued until (B)(6) 2018 at 17:45, when a tube set message occurred. The patient had experienced some withdrawals but was not experiencing withdrawal symptoms at the time of the appointment. The rep advised the hcp that the pump should be scheduled to be replaced as soon as possible, and to manage withdrawals accordingly. Surgical intervention was planned; they were trying to schedule a replacement surgery. The issue was not resolved at the time of this report and the patient status was "alive - no injury." It was reported that the patient was in to see the hcp "last monday" and the patient's pump was "never checked," but the patient got a printout stating that a motor stall occurred on (B)(6) 2017, "stopped pump period may exceed tube set" on (B)(6) 2017, and motor stall recovery occurred (B)(6) 2017. The patient's wife never heard an alarm. The patient was at the hcp "today ," and the pump was completely shut off, because the pump would "do a little bit and shut off." The patient was having a hard time "last monday." He was told that he was taking too much oral medication, so he "quit, went through withdrawals and everything else, then found out the pump doesn't work." The patient was admitted to the hospital on (B)(6) "2018" for 6 weeks because he blacked out with a 105 degree fever and fell on (B)(6) "2018", had supposed spinal meningitis and multiple other conditions, lost 100% of his memory that subsequently returned, had severe stomach pain for 3 weeks that started clearing up and came back, didn't eat for 3-4 weeks and lost about 30 pounds, and had c-diff. Multiple hcps at the hospital suspected the pump was the cause of issues, and the patient made multiple calls to the office of his managing doctor. All the patient's issues began in (B)(6) 2017 and continued through (B)(6) 2018. The patient only used 2-3 cc of morphine in 4 months and had been "through hell." The patient's nurse called an unknown manufacturer representative, and the patient "just didn't get any good answers" regarding the reported issues. The patient would follow up with his hcp. The hcp's assistant was working to schedule a replacement surgery, so the patient declined hcp listings. The patient was taking oral tylenol, hydrocodone and "all things." No further complications were reported.

Manufacturer narrative:
Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. The previously reported patient code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-apr-24, additional information was received from a healthcare professional (hcp). It was reported spinal meningitis was disproved. The patient was admitted to the hospital due to the "presumed" meningitis. The withdrawal caused the patient to fall and injured their hip requiring a replacement. The patient "developed c-diff from IV abx". However, the hcp replied "both" to the question "what was the cause of the c-diff (due to abx, nosocomial)?". The hcp was asked, "did the device cause and/or contribute to the spinal meningitis" and the hcp stated, "withdrawal/failed device cased the entire syndrome - not meningitis". The devices would not be returned as the patient and family requested to keep the pump.